Manufacturer narrative:
In the initial report only year of manufacture was provided. The manufacturing site has now provided the month of manufacture, may 2016. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. Manufacturer year 2016. The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues related to the corneal burn reported. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required a suture to close the wound. At a one week post-operative exam, the patient required two additional sutures to close the wound. No additional information was provided.